Event description:
Pt underwent coronary artery arteriogram. Determination was made to place 2 stents in right coronary artery, one proximal and one distal. While attempting to deploy the stent, in the proximal rca, the stent accordianed on itself. The balloon was then inflated deploying the stent. It appeared to be in good position. The second stent, to be placed in the distal rca, also accordianed on itself while attempting to cross the proximal stent. It was decided to remove the entire sys. While doing so, the second stent came off the balloon and went into the internal iliac artery. When removing the guiding catheter, the first stent dislodged partially into the aorta. This stent was retrieved. The second stent was not retrieved and remained in the left internal iliac artery. Pt arrested in CT scan, was taken to or for exploration of iliac artery and repair. Pt expired in or.